Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported mechanical issue- clip open-locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for clip open while locked requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 5+. The xtr clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. During deployment, after the actuator knob was retracted, the clip opened to 35 degrees. An additional clip was deployed to secure the first implanted clip. Two clips were deployed, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.